Event description:
A nurse reported that following the intraocular lens (iol) implant procedure, the patient experienced glare and halos. The iol was exchanged in a secondary procedure. Clinical reason for explant is dysphotopsia. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, company lens was replaced with another model of company lens indicating the correct lens was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports is required. The manufacturer internal reference number is: (B)(4).